Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports: there is a particle in the syringe. The particle appears to be cardboard. This was noticed prior to use.

Manufacturer narrative:
Submit date: 02122016.the customer reported the incorrect lot number on the initial report. The lot number reported was 535884964x however it has been determined that this was an invalid lot number so the customer was contacted to verify the lot and found that the lot number is actually 534884964x.

Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meets all quality standard requirements. There were no not-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. After a visual inspection the issue reported was not confirmed. The syringe was not received, only cracked container not related with product. According that the components showed on the pictures the sample received are not part of the product (8881512258), the failure mode reported could not be confirmed therefore the root cause was not identified; however due to previous evaluations and samples reported with this failure mode the potential root cause that may cause this condition could be: the root cause analysis indicates that the issue reported by the customer was not originated in our process. The likely root cause is that the contamination was generated due a detached flash from the red tip coiled in the syringe tip. This assembly is not performed in the manufacturing process. The operation is a pick and place automated process and there is no other assembly operation where the syringe gets contaminated. A notification has been sent to the supplier. Corrective and preventative actions are not warranted. The process is running according to product specifications meeting quality acceptance criteria. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.